Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the patient experienced hematoma. It was also reported that rv lead placement difficulty encountered. The rv lead was removed and replaced with a different lead. Patient hospitalization was required as a result of the event. No further patient complications have been reported as a result of this event.